Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25-27, that has a similar product distributed in the us, list number 02r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6), was 284.5, repeats were 1.5 and 1.6 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated architect stat high sensitive troponin-I result included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 31194ud00 was evaluated using worldwide data from abbottlink. Using the worldwide field data, reagent lot 31194ud00 is performing similar to other reagent lots in the field confirming there was no systemic issue. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I, lot number 31194ud00, was identified. Section g1 - contact office information updated. H4 - device mfg date updated from 2021-09-07 to 2021-09-03.